Manufacturer narrative:
H6: information anticipated.

Event description:
It was reported that an error code: green holster cable damaged was received. It happens during changing of the needle. When the device is not in use, the error code occurs. No further information is available. No reported patient consequence.